Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
FDA coding was missed in the initial report. Adding additional investigation finding code 3252. This is a follow up report to add this additional code. This is to correct the additional manufacturer narrative that was previously submitted. This is being changed to: therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.